Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable; fibre bonding in the outer tube area (distal end) damaged. A root cause could not be identified. Based on the results of the investigation, it is likely stripes on the image occur due to the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during setup that the subject device showed streaks in the image when connected, the image remained green, and the white balance cannot be adjusted. There were no reports of patient harm.